Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 42 mg/dl. Customer stated that she was changing the reservoir today and received a motor error alarm during priming. Customer stated that she treated by snacking. Customer was assisted in clearing the alarm. Customer stated that the drive support cap appears normal. Customer stated that the pump was not exposed to a high magnetic field. Customer stated that they are able to rewind the pump. Customer stated that the alarm occurred during fixed prime and prime delivery. Customer stated that the pump passed the displacement test. Customer stated that the insulin exited successfully during the manual plunger push and the pump did not alarm during a 5u fixed prime. Customer was advised to monitor the pump.